Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of working wall outlet and tandem charging equipment, then changed to different wall adapter and non-tandem charging cable, after which pump began charging and no further assistance was required.